Event description:
During a tonsillectomy procedure, the childs mouth was burned on each corner that was described as fairly significant and may require plastic surgery. They are suspecting the burn occurred from a portion of exposed metal where the electrode plugs into the pencil. The electrode, mfg by arron was used with the valleylab pencil.